Manufacturer narrative:
Additional information: imdrf annex a and g codes, manufacturer narrative. The root cause for the reported issue of an use of non-approved syringe was not determined. The reported issue that there was an use of non-approved syringe could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that the nicu nurses were observed using bd 3ml prefilled saline syringes ((B)(4)) in the syringe module. As a result of using a non-compatible syringe: nurses were required to select the incorrect syringe size in the syringe selection screen (chose bd plastipak 10 ml). The vtbi displayed on the primary infusion screen was not accurate (much less than the actual volume). Nurses reported frequent occlusion alarms when administering flushes. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the nicu nurses were observed using bd 3ml prefilled saline syringes ref (B)(4) in the syringe module. As a result of using a non-compatible syringe: nurses were required to select the incorrect syringe size in the syringe selection screen (chose bd plastipak 10 ml). The vtbi displayed on the primary infusion screen was not accurate (much less than the actual volume). Nurses reported frequent occlusion alarms when administering flushes. There was no patient involvement.